Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of approximately 50 mg/dl. Reportedly, the customer bolused for a meal but did not eat the meal. Customer drank apple juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.